Manufacturer narrative:
Manufacturing review:per the lot history review, this is the first complaint reported for this lot number and issue to date. Based upon the severity level and lot quantity, a device history records review is not required. Visual inspection: the sample was returned. The tuohy borst valve was loose, and the 2-way stop cock was closed. The y-adapter was found to be completely retracted to the end position. No outer catheter breaks were noticed. The catheter was bent approximately 36 cm from the proximal end of the handle. The stent graft was found to be released and was not included with the returned sample. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned in a deployed configuration. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive for deployment difficulties, as the delivery system was received in the deployed configuration, and the stent graft was released. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft procedure in an av graft, additional force was needed to complete the deployment of the stent graft successfully. An additional stent graft was positioned at the lesion site; however, the stent graft could not be deployed, additional manipulation was unsuccessful for deployment of the stent graft. The stent graft was removed over the wire. No additional stent grafts were deployed. There is no reported patient injury.